Event description:
The manufacturer performed a sudep evaluation and based on the information available, the death was determined to be possible sudep.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was due to multiple myeloma. There is no allegation or other information indicating that the death is related to vns.

Event description:
On (B)(6) 2012 a vns treating neurologist reported that the vns patient had passed away. No additional information about the cause of death or date of death was provided at that time. The patient's obituary was found online which reported that the date of death was (B)(6) 2012. The obituary further stated that the patient died that morning at a hospice after an extended illness. The patient's neurologist reported that the patient was seen by them on (B)(6) 2010 only and they do not have the patient's cause of death or any further information. The death certificate for the patient was requested from the office of vital records in the state the patient passed away in; however, the office representative stated that the manufacturer of the patient's implanted vns is not eligible to obtain a copy of the patient's death certificate.